Manufacturer narrative:
(B)(4). Examination of the returned device confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella trial handle will not capture the patella drill trial, it just falls off when you attach them together. The ball bearing appears bad and needs to replace. This was discovered when the scrub tech was setting up the back table prior to start of surgery, so no delays during the case.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.